Event description:
It was reported that during a ptca procedure, the 2.75x20 liberte stent was caught on a wire and removed. The lesion being treated was located in the mildly tortuous and "somewhat tight" posterior descending artery (pda). The lesion was predilated with a 2.5x15 maverick balloon at 10 atms for 30 seconds. The physician felt "more resistance than usual" during advancement of the liberte stent through a vein graft and into the pda to the lesion. He thought the liberte stent was successfully deployed. He then deployed a second 2.75x20 liberte stent proximal to the initial stent. Following removal of the guidewire, the tip having a figure eight shape, the first stent was on the wire held by the figure eight tip. The physician felt the lesion was fine and did not place another stent. Patient status was reported as 'okay'.

Manufacturer narrative:
H6: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8652422 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material , assembly, and performance specifications.